Manufacturer narrative:
Investigation is on going: no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Pt complained of pain. During revision surgery, surgeon noted 2 loose screws. This is 2nd of 4 reports submitted on this event.